Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the troubleshooting results on the phone, technical support advised the customer to consider performing a power cycle of the software and the module. A review of the device history record for sn (B)(4) was performed from 11/13/2014 to 9/9/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
Customer reported that a 8100 unit was out of range doing calibration. Customer wanted to know why his calibration failed for the 8100 yet the coworker performed the calibration successfully. It was reported there was no patient involvement.